Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the cannula partially retracted, exposing a portion of the sample notch. No damage was noted on the cannula and the sample notch. Loose particles could be heard within the device. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device was difficult to prime due to the loose particles. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to broken cannula hub. The root cause for this event was determined to be supplier related due to over-processed resin the info provided by bard represents all of the known info at this time.

Event description:
It was reported that during an ultrasound-guided breast biopsy of dense tissue, the first device fired and when removed there was no sample obtained. A second device was unable to obtain tissue on the second attempt. The procedure was finished with a different device. There was no reported pt injury.